Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were observed to be exiting the cartridge tubing slower than normal during the load fill tubing process. Reportedly, multiple cartridge changes and an infusion set change were performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 186 mg/dl.